Manufacturer narrative:
(B)(6). Investigation: two (2) samples were received for evaluation by one of our quality engineers. Both have no packaging flow wrap. They have the plunger rod-rubber stopper, the tip cap and saline solution. The barrel labels confirm the lot# 7241669. The barrel/flange is damaged therefore failure mode is verified however, the plunger rods have no damage. The plunger rod labeler equipment possibly experienced a variation however adjustments have been made and verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review was completed and there was no documentation of issues for the complaint of batch 7241669 during this production run. There were no quality notification issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch. Investigation comments: all our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. Update: june 05, 2018. Two (2) samples were received. Both have no packaging flow wrap, they have the plunger rod-rubber stopper, the tip cap and saline solution. The barrel labels confirm the lot# 7241669. The barrel/flange is damaged. The plunger rods have no damages. Product within specification? Yes? No? Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch. Root cause. The plunger rod labeler equipment possible experienced a variation; anyway, adjustments have been verified. CAPA (B)(4) has been opened.

Event description:
It was reported that the flange and the end of the plunger rod of a bd posiflush¿ normal saline syringe was broken, before use. There was no report of exposure, injury or medical intervention.